Manufacturer narrative:
(B)(4).

Event description:
During an afib ¿ paroxysmal procedure, it was reported the electrical potential and location information of the navistar thermocool catheter was not displayed when the catheter was connected and placed into the cardiac cavity. The cable was changed and reconnected, but the issue continued. The issue was resolved by replacing the catheter. The procedure was completed without patient's consequence. Upon receipt of this device, it was observed there was char on the proximal end of tip dome measuring more than 1mm in length. Due to this catheter condition this is now a MDR reportable event. The catheter was received on 02/10/2014, therefore the awareness date is reset to 02/10/2014.

Manufacturer narrative:
(B)(4) during an afib ¿ paroxysmal procedure, it was reported the electrical potential and location information of the navistar thermocool catheter was not displayed when the catheter was connected and placed into the cardiac cavity. The cable was changed and reconnected, but the issue continued. The issue was resolved by replacing the catheter. The procedure was completed without patient's consequence. The returned device was visually inspected upon receipt and char was found on the tip dome. This condition was not reported by the customer. Then per the reported event and the char found, an irrigation test was performed and the catheter passed. In addition, the catheter was tested for electrical performance, stockert compatibility and thermal sensor response. The catheter failed the electrical and stockert tests. Further investigation revealed that the lead wire 1 was broken inside the tip section. However, the evidence did not show that the broken lead wire was the root cause of the char. Since the catheter was already dissected, the calibration test could not be performed. However, the device history record was reviewed and it showed that the catheter was calibrated according to the documented specifications and procedures. In addition, the magnetic sensor readings were taken and they were within specifications. The pc board was externally observed and no damage was found. The evidence suggested that there were no magnetic issues with the catheter. As previously stated, the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The reported customer complaint in regards to the electrical potential issue has been verified. The location information issue was not confirmed. For the char it remains unknown the root cause.